Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the mean aortic valve gradient was 20mm hg and/or peak velocity 3 meters per second (m/sec). However, exact values were not provided. Approximately seven years and five months following the valve implant shortness of breath presented. An echocardiogram identified an elevated gradient and velocity. Severe mitral stenosis by continuity equation with a mitral valve area of 1.2 cm2. The mean transmittal gradient was 9mm hg with a heart rate of 62 bpm. A small pericardial effusion was noted, no evidence of cardiac tamponade. The aortic valve velocities and gradient and the mitral gradient were higher in comparison to previous assessment performed approximately two and a have years prior. No treatment reported. No additional adverse patient effects were reported. Additional information was received that corrected the previous document of mitral stenosis. The echocardiogram was performed and showed moderate mitral stenosis. No treatment or intervention was performed. The patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Approximately 7 years 6 months following the implant of this transcatheter bioprosthetic valve, imaging was performed for a valve-in -valve procedure due to severe aortic stenosis. No treatment was reported. No additional adverse patient effects were reported at that time. Approximately 8 years and 1 month following the valve implant hospitalization occurred as result of acute hypoxic respiratory failure. The physician indicated the event was unrelated the valve. The cause was not reported. The patient was discharged 7 days following admission. Approximately 16 days later, the patient was hospitalized again for shortness of breath. Acute heart failure was reported. Elevated troponin was measured and reported as likely demand ischemia from the heart failure. A myocardial infarction did not occur. The event was treated with oxygen and diuretics. Stenosis was reported. Discharge occurred 8 day following admission. The physician indicated this event was not related to the valve. However, the cause was not reported. Approximately 3.5 months later the patient presented to the emergency department with hypoxia. Bilevel positive airway pressure (bpap) and 100% high-flow nasal cannula (hfnc) therapy were initiated without improvement. Comfort measures were provided, and a non-cardiovascular death occurred. Hypoxia was the reported cause of death. Per the physician, the hypoxia and death were not related to the valve. No autopsy was performed.

Manufacturer narrative:
Updated data: b1, b2, b5, b7, g2, h1 (updated report type), h6 note: a duplicate event was identified in previous regulatory report # 2025587-2025-00145. Going forward new information pertaining to the reported details of these events will continue to be filed with current regulatory report # 2025587-2025-00349. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.